Manufacturer narrative:
The complaint record (mfg report number- 2249723-2025-0001010) is downgraded, as the information provided does not meet the criteria of a reportable complaint per the complaint handling procedure. In the event, additional reportable information is received, the complaint will be reopened and new information will be submitted.

Event description:
N/a.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had a broken handle on the back of transport module.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.